Event description:
Patient with a complex history with regard to her mitral valve. In 2007 she had postpartum pulmonary edema from acute mitral valve rupture with subsequent surgery. Following that she developed severe mitral stenosis requiring redo in 2007. She developed subsequent rupture and/or dehiscence of her prosthetic mitral valve and presented for repeat surgical evaluation at this facility and underwent mechanical mitral valve replacement the following day. The etiology of the mitral valve disease was insufficiency, perforation, and prosthetic dysfunction.